Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 112 mg/dl, compared with the sensor reading of 85 mg/dl. The customer advised that she knew how to calibrate properly. She stated that she ate and treated with insulin via a 2.5 unit bolus. Later the blood glucose rose to 121 mg/dl, and the sensor reading was 65 mg/dl. The customer rechecked her blood glucose, which lowered to 81 mg/dl. The customer's most recent blood glucose was 93 mg/dl. She was advised to monitor the sensor glucose and to call back if any issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.